Event description:
It was reported that during an endovascular procedure in a patient with right internal carotid artery ica c4 90% stenosis, when the subject balloon was used to dilate the lesion, the balloon leaked and the position of vessel at the leakge location had hemorrhage. The operator withdrew the balloon quickly and used another balloon to add pressure slowly and occluded the blood flow. Observed for 30mins to see the hemorrhage reduced, and decided to stop the procedure. There was a surgical delay of 30 min due to the reported issue and the patient had no other clinical consequences due to the reported issue. The patient was discharged from the hospital and is planned for the surgery at a later date.

Event description:
It was reported that during an endovascular procedure in a patient with right internal carotid artery ica c4 90% stenosis, when the subject balloon was used to dilate the lesion, the balloon leaked and the position of vessel at the leakge location had hemorrhage. The operator withdrew the balloon quickly and used another balloon to add pressure slowly and occluded the blood flow. Observed for 30mins to see the hemorrhage reduced, and decided to stop the procedure. There was a surgical delay of 30 min due to the reported issue and the patient had no other clinical consequences due to the reported issue. The patient was discharged from the hospital and is planned for the surgery at a later date.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Based on the results of the device history record DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/microscopic inspection, the dry blood was noted within the balloon catheter. The balloon catheter was found to be kinked/bent. There were no other anomalies noted. During functional inspection, balloon leaked functional test ¿ fail. The balloon leaked during the test. The reported event is covered in the device directions for use (dfu). The reported balloon leaked during use was confirmed during the analysis. The reported patient intracranial hemorrhage could not be confirmed during the analysis as it is patient related code. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patients anatomy was described as 'moderately torturous'. The device returned and was analyzed. The balloon catheter was found to be kinked/bent. The dry blood was noted within the balloon catheter. The balloon leakage was confirmed during the functional test. It is probable that moderate torturous anatomy may have caused damages to the device and reported events. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'balloon leaked during use', as reported 'patient intracranial hemorrhage', and to the as analyzed 'balloon catheter kinked/bent' as this issue appears to be associated with a product that met boston scientific design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.